Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. No harm was reported.

Manufacturer narrative:
E1 - event site name - (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.